Manufacturer narrative:
Update and correction to b5 and patient codes.

Event description:
It was reported that a stroke occurred. On (B)(6) 2018, patient underwent a left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was deployed. All device release criteria was met, so the closure device was implanted. An unknown time post-procedure, the patient sustained a stroke. No further information is known at this time. This report will be updated should additional information become available. It was further reported that patient sustained the stroke prior to watchman implant. Therefore, this event is not related to the watchman and is no longer considered a reportable complaint.

Event description:
It was reported that a stroke occurred. On (B)(6) 2018, patient underwent a left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was deployed. All device release criteria was met, so the closure device was implanted. An unknown time post-procedure, the patient sustained a stroke. No further information is known at this time. This report will be updated should additional information become available.